Manufacturer narrative:
The investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. It was reported that while the patient was on support, the patient experienced bleeding from a rib fracture that occurred during chest compressions. It was reported because the patient was heparinized for the impella cp, the bleeding was difficult to resolve. The patient received blood products as a result of the chest bleed. The patient remained on impella support and was successfully weaned.